Event description:
A malfunction was reported. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be provided and instructed the customer on the backup therapy to ensure uninterrupted insulin delivery with the new pump.